Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute integrity drug eluting stent was frayed. This occurred in vivo after balloon angioplasty. No injury to the patient was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 1st stent wrap, with strut raised. Deformation was evident to the distal tip, with tip appearing torn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.